Event description:
The customer reported that the sys was not saving images and was taking a long time to boot up. There is no report of pt injury.

Manufacturer narrative:
This sys is under a svc contract with (B)(4). The customer will follow up with (B)(4) to svc the sys.